Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation of the implantable cardioverter defibrillator (ICD) revealed stored episodes of inappropriate automatic mode switch caused by atrial over-sensing. Programming interventions were made. The patient was stable.